Event description:
In may 2006 the lay user/reporter (patient's wife) contacted lifescan alleging that the patienr received medical assistance because he was unable to test due to missing segments on the meter's display. The reporter also mentioned tht the meter would prematurely turn off after the code number appeared. The medical affairs specialist spoke with the reporter four days later obtain/verify information. The reported stated that the patient has been unable to test for a couple of weeks because of the display issue and power issue. The patient did not have a backup meter and stopped testing completely; however, the patient continued taking his oral medications and insulin as prescribed. The reporter was unable to provide the patient's medication regimen. In may 2006 (around 5pm, before dinner) the patient became disoriented and had no coordination and did not test at the time of concern since the meter was not working. The paramedics were contacted, tested the patient on their meter, which read "46 mg/dl," nd the gave the patient glucose in water. The patient was taken to the emergency room and was released in a few hours. The next morning (5am), the patient woke up tossing and turning and fell. The paramedics were contacted again, tested the patient on their meter and got a "27 mg/dl," and treated the patient with glucose in water. The patient was taken to the emergency room and was released in a few hours. Prior to receiving medical attention at both of the incidents, the patient did not receive any treatment prior to the paramedic's arrivals. After the second incident, the doctor advised the patient to decrease his insulin dose by 10 units. This complaint is being reported because the patient was unable to test on the meter, continued taking his oral medications and insulin as usual and eventually became hypoglycemic, which required medical intervention from healthcare professionals. The meter, test strips, and control solution were replaced.